Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 1627487-2021-16415. It was reported that lead migration issue was confirmed on the s1 and l3 lead. Patient experienced ineffective stimulation. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.